Manufacturer narrative:
If explanted, give date: not applicable as lens remains implanted. Telephone number: (B)(6). Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient who had surgery on their right eye (od) on day (B)(6) 2018 and on their left eye (os) on day (B)(6) 2019 stated that their vision was degrading post intraocular lens (model zxt) implantation. Issue was identified during post-operative exam with date of event provided as (B)(6) 2019, age of the patient at this time was 74. The patient underwent yttrium aluminum garnet (yag) capsulotomy in (B)(6) 2020. It was provided that the surgeon was informed through a complaint so he could not examine and attest the causes for the situation; nor could he determine if this patient will be permanently or temporarily impaired. Final refraction provided od plano +0.25 x 175, os -0.37 was from (B)(6) 2020. Patient daily activities have been significantly affected. It was provided that the patient did not seek medical attention and there has been no medical or surgical intervention required. The lenses have been implanted and it is unknown if they have been removed. No further information provided. This captures the event for the left eye. A separate report is being submitted for the right eye.

Manufacturer narrative:
Corrected data: upon further review of the file per new information received it was noted that the event date and age of patient indicated in the initial report (MDR# 9614546-2021-07256) were incorrect. Therefore, this supplemental filing is to correct the following fields: section b3 - date of event: (B)(6) 2020. Section a2 - age at time of the event: 76 years. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.